Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that multiple parts of the bellavista 1000 neo are damaged; blower, main electronics, inspiration block assembly bellavista, power board and power supply. The customer also reported that they noticed smoke and burning smell from the suspect device. There is no information regarding patient involvement that was associated with the event.